Event description:
It was reported that during the implant procedure the 4196-88 lead, when the lumen was flushed, there was a leak in the body of the lead the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut. Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon visual inspection, it was noted that the lead was damaged during the implant process.